Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue.